Event description:
It was reported that after the procedure was complete, the cord between the battery pack and the handpiece was cut. The battery pack fell on the floor and emitted sparks as it bounced. There were no allegations of adverse consequences associated with this event.

Manufacturer narrative:
The device was not returned to the manufacturer. The instructions for use that are supplied with each device have a warning that states: "do not cut the power pack from the unit for disposal. Cutting through the power cable could result in shock, excessive heat and/or sparks, which may cause personal injury and/or fire." The account has been re-trained on the IFU and the safe removal of the batteries.